Event description:
Adjustment spindle unwound during hbo treatment reportedly due to pt coughing. Treatment in hbo chamber continued as pt was breathing spontaneously. No pt injury compromise.

Manufacturer narrative:
Unable to verify customer's complaint that spindle of pressure relief valve unwoud during use. No problem could be found, visually or mechanically. It appears to be user error. User advised by field rep to read and follow instructons for use.